Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, UDI#: asku. Foreign: (B)(6). Product analysis #(B)(4): the system was serviced at the site and found a psu error. The psu cable was disconnected. After reconnecting the cable, system functioned normally. The system passed checkout and was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the positioning sensor unit (psu) could not be identified in the navigation system software. There was no patient present when the issue occurred.